Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure within the duodenum on (B)(6), 2010. According to the complainant, the patient presented with two stenoses within the duodenum. The proximal stenosis (situated near the papilla) was 1cm in size, while the distal stenosis (situated in the third part of the duodenum) was roughly 7cm in size. After successfully crossing both lesions, the physician began to deploy the stent when he noted that the distal stenosis was shorter than they expected. The physician attempted to reconstrain the stent but was unable to; the handle of the device was stuck, and the delivery system had accordioned. As a result, the physician had to fully deploy the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6), 2010. During the initial attempt to deploy the stent, the stent had not been deployed past the reconstrainment band limit. No further intervention was required; the procedure was successfully completed.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) - unable to reconstrain stent; handle stuck; catheter accordioned. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure within the duodenum on (B)(6), 2010. According to the complainant, the patient presented with two stenoses within the duodenum. The proximal stenosis (situated near the papilla) was 1cm in size, while the distal stenosis (situated in the third part of the duodenum) was roughly 7cm in size. After successfully crossing both lesions, the physician began to deploy the stent when he noted that the distal stenosis was shorter than they expected. The physician attempted to reconstrain the stent but was unable to; the handle of the device was stuck, and the delivery system had accordioned. As a result, the physician had to fully deploy the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6), 2010. During the initial attempt to deploy the stent, the stent had not been deployed past the reconstrainment band limit. No further intervention was required; the procedure was successfully completed.

Manufacturer narrative:
Since the stent was implanted, only the delivery system was returned for evaluation. A visual examination revealed that the shaft had kinked and the outer sheath had accordioned for a distance of 5mm at 170mm proximal to the distal tip. Additionally, the blue outer sheath was torn and accordioned for a distance of 3mm at the distal end of the distal handle. The inner lumen was kinked in a location consistent with the shaft kink. No issue was noted with the proximal or distal movement of the outer sheath. The condition of the returned device is consistent with the complaint event of difficulties reconstraining the stent; the complaint was confirmed. The most probable cause is operational context. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure within the duodenum on (B)(6), 2010. According to the complainant, the patient presented with two stenoses within the duodenum. The proximal stenosis (situated near the papilla) was 1cm in size, while the distal stenosis (situated in the third part of the duodenum) was roughly 7cm in size. After successfully crossing both lesions, the physician began to deploy the stent when he noted that the distal stenosis was shorter than they expected. The physician attempted to reconstrain the stent but was unable to; the handle of the device was stuck, and the delivery system had accordioned. As a result, the physician had to fully deploy the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.